Event description:
Information was received from the patient via the company representative (rep) regarding a patient receiving intrathecal medication via an implantable pump for non-malignant pain. It was reported that the patient was experiencing issues with their personal therapy manager (ptm) device, reporting that it was lagging at 90% during patient-initiated bolus attempts. Tech services reviewed with the company rep the process for clearing data on the ptm and properly closing the application after a bolus delivery. Troubleshooting was successful. No further issues were reported.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial # unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.